Event description:
It was reported that, one day post implant, the intrinsic amplitude measurements were small. Technical services recommended and x-ray and some testing. Later, the electrode was explanted and replaced onto the original pulse generator. There were no additional adverse patient effects.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that, one day post implant, the intrinsic amplitude measurements were small. Technical services recommended and x-ray and some testing. Later, the electrode was explanted and replaced onto the original pulse generator. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.